Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer's representative (rep). The rep reported that they were called on (B)(6) 2017 to get the pump replaced. The rep reported that the pump was in pathology and they may not release it. It's possible the pump will not get back to the manufacturer for analysis. It was reported the cause of the motor stall was end of pump life. The pump was replaced. It was reported the motor stall did not resolve. The hcp reported that the pump "crashed." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 250 mcg/ml baclofen at 91.88 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. It was reported that the motor stall was active and started on (B)(6) 2017 at 03:21. The patient heard the alarm on (B)(6) 2017 and the hcp heard it as well. No symptoms were reported. It was reported the estimated elective replacement indicator was 10 months according to the hcp. The hcp wanted to review steps to program the pump to minimum rate and to silence the alarm. No further complications were anticipated/reported.